Event description:
Had the tampon inside me with no string attached, took awhile to remove- vagina [foreign body in reproductive tract]. String was still inside the individual packaging- tampon [device breakage]. Case narrative: consumer reported via e-mail that there was no string on the tampon. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Had the tampon inside me with no string attached...took awhile to remove- vagina [foreign body in reproductive tract]. String was still inside the individual packaging- tampon [device breakage]. Case narrative: consumer reported via e-mail that there was no string on the tampon. No serious injury reported.